Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent alarms for low alerts. The patient stated that the sound on the g5 mobile application did not make an alarm sound on (B)(6) 2017 and as a result, the patient's mother, who follows the patient, called emergency medical services (ems) to make sure the patient was okay. The ems arrived at the patient's home to make sure she was okay. It was indicated that when ems checked the patient's blood glucose value, it was low. Additionally, it was indicated that the patient had the ringer on their smart device set to vibrate and thought the alarm should still alarm. At the time of contact, the patient was doing good. Additional patient or event information is not available. Data was provided for evaluation. The reported event could of an intermittent audio for low alert could not be confirmed. A root cause could not be determined via data.